Event description:
Defibrillator machine hooked up to external pads. Cardioversion required. Defibrillator charged and synced at 120 j and defibrillator machine reading error of unable to see qrs complex and to take sync off. Defibrillator slaved to anesthesia monitor. Attempted using new slave cable and changing the different leads reading pts rhythm with no change in defibrillator. At beginning of case defibrillator tested ok. New defibrillator machine acquired and qrs complex was able to be captured and cardioversion was able to be delivered.